Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg was too low and uncomfortable when sitting. Consequently, the patient's physician decided to move and relocate the ipg up above her belt line on the right side. Follow-up identified the patient reported the ipg site is now more comfortable.